Manufacturer narrative:
A ge service representative performed an onsite investigation. The ccd and hv cables were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the screen blacked out and a loss of live image. There is no report of patient injury.